Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues related to the reported issue. A service history review will be performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). Treatment for the event was not reported. The cause of the hernia was unknown. At the time of this report the outcome of the hernia event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The date of this report and date received by manufacturer in the initial medwatch report should have been 02/08/2014. As the device was not returned, an analysis could not be completed. A service history review revealed no previous service events were related to the reported condition. The cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.